Event description:
A patient was treated for l1 vertebral compression fracture using the kyphx system. Post-operative the patient had relief of their back pain, but complained of parethesia of their left leg. A follow-up radiograph revealed a cement leak in the spinal canal at t12. The patient was taken to surgery and the material removed without complication. Subsequently the parethesia persists, but has thus far improved.